Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where medication did not show on the patient profile when tried to issue medication. A technical support specialist found medication order was on patient list and instructed the customer on how to add item or call pharmacy to sort it out to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user try to issue medication to patient but no medication on patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.